Manufacturer narrative:
Based on the available information, the device was evaluated, and it was confirmed that the reported issue (displaying "power supply out of power") was reproduced. The reported problem was found to be caused by defects in the therapy board, ac power module, and dfm100 I/o assembly pca, as well as missing assembly handle and rubber foot. To resolve the issue, the faulty components (therapy board, ac power module, dfm100 I/o assembly pca) were replaced, and the missing assembly handle and rubber foot were installed. The device was then restored to full functionality and returned to service. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by defects in the therapy board, ac power module, and dfm100 I/o assembly pca, as well as the absence of the assembly handle and rubber foot. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device displays "power supply out of service.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.